Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global poor connection with leak. The following information was provided by the initial reporter: interruption of treatment once to adapt the tubing to the catheter. Refections and verification of tegarderm and monitoring. Loss of medicinal products. 15 may - I can confirm that there was no clinical impact on the two patients, other than the loss of the product.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4325713 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.